Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis found the primary failure of clamp arm teflon pad damage to be related to the customer reported complaint. The instrument was found to have a clamp arm teflon pad damage. The teflon pad was found detached from the arm clamp. Components adjacent to the damaged teflon pad do not show damage. Probable root cause of the failure mode clamp arm teflon pad damage are attributed to use conditions.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, the teflon pad of harmonic ace instrument was peeling off from the tip. The procedure was completed with no reported injury.